Manufacturer narrative:
Date of event is estimated. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the lead was fractured after a fall. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.